Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient had myocardial infarction <72 hours prior to procedure. The 85% stenosed, 2.50mmx18mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured due to calcification. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right vessel. The 2.50mmx18mm, concentric, de novo, 85% stenosed, <=45 degrees bend target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured due to calcification. The device was removed and the procedure was completed with another of same device. No patient complications were reported. The patient condition was stable.

Manufacturer narrative:
(A2) date of birth: 1956. Device evaluation by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks in the hypotube. There was contrast in the inflation lumen and the device presented exit notch damage as well as tip damage. The device was functionally tested by attaching an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflate with no issues.